Event description:
An impella cp device was inserted via the right femoral artery in an 81 year-old male patient presenting with acute myocardial infarction and cardiogenic shock in society for cardiovascular angiography and interventions (scai) shock stage e, prior to initiation of support. The patient¿s medical history was notable for peripheral arterial disease/peripheral vascular disease, and poor vasculature was reported. Prior to leaving the catheterization laboratory, distal pulses were absent. Two physicians were made aware and recommended continuation of transfer to the unit. A reperfusion sheath was placed; however, it was reported that the re-access wire port was used, resulting in unsuccessful perfusion of the limb. A hematoma was noted, and the patient subsequently underwent device explant with surgical cutdown due to limb ischemia. The physician felt the hematoma was not related to the impella device, but rather to the superficial femoral artery access for the reperfusion sheath. Following explant of the impella cp, the right leg was noted to be warm and perfused. The patient was then escalated to an impella 5.5. After implantation of the impella 5.5 a decision was made to withdrawal care and the patient expired. The limb ischemia is most likely related to the underlying peripheral vascular disease and large-bore femoral arterial access for mechanical circulatory support. The death is conservatively being reported on the impella cp, but unlikely related due to the patients underlying clinical presentation of scai stage e . Patients who present in stage e have a known increased risk of mortality.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of minor bleed/patient-device interaction can not be determined as insufficient clinical details were provided and no issue was found on the pump. The cause of the injury was not determined due to insufficient clinical details.